Event description:
Corneal disorder nos (corneal disorder "nos"). Cracked lens/broken haptic (device failure "nos"). Case description: spontaneous report. A consumer reported that consumer's spouse developed a corneal disorder after having a ceeon lens model 912 implanted in right eye. On 5/6/99, the lens was implanted in what was described by the consumer as a complicated procedure where a haptic was "left out". The complication was not described further. The eye did not recover following surgery at the same rate as the pt's other eye had during a previous surgery for unspecified reasons. Pt required "lots of drops to treat the eye". In 2/2000, the pt was found to have an unspecified right eye "cornea problem" by retina specialist, but no retinal problems. The consumer did not know the diagnosis. Pt was informed that pt would need a cornea transplant and was referred to a cornea specialist. The cornea transplant was performed in 2000, at which time the lens was removed and noted to be dislocated, cracked, too small, and with a broken haptic. It was not reported whether the haptic was found in the eye or was originally implanted with only one haptic. It also was not clear whether the lens was found to be cracked during the presurgical exam or after it was removed from the eye. Pt is currently recovering from the transplant surgery. The consumer is uncertain about the relationship between the cornea event, the surgical procedure, and the lens, although consumer believes the surgeon who implanted the lens caused or contributed to the event. The outcome is unknown.

Event description:
Upon follow-up (15 may 00), the physician who removed the lens indicated that she first saw the pt in march of 2000. Pt was diagnosed with pseudophakic bullous keratopathy in the right eye, which required the corneal transplant. At the time of the transplant, it was noted that the superior haptic was broken off from the optic. The hpatic was found in the eye. There was also some evidence of a small crak in the lens near where the haptic broken off. The other haptic was intact. She further stated that a relationship between the lens and the corneal edema is not clear. At the time of the transplant, lens exchange, and anterior vitrectomy, there was vitreous present in the anterior chamber. She further stated that given the displaced position of the lens, with the optic and inferior haptic anterior to the iris, it is likely that pt had a complicated cataract surgery. The results of the quality investigation are pending the return of the lens. 7 jun 2000, the lens was destroyed by hosp policy. The results of the quality investigation are still pending. Add'l info was received on 16 jun 2000. A batch review was completed and no deviations were observed.

Event description:
Upon follow-up(15may00), the physician who removed the lens indicated that she first saw the pt in march of 2000. She was diagnosed with pseudophakic bullous keratophy in the right eye, which required the corneal transplant. At the time of the transplant, it was noted that the superior haptic was broken off from the optic. The haptic was found in the eye. There was also some evidence of a small crack in the lens near where the haptic has broken off. The other haptic was intact. She further stated that a relationship between the lens and the corneal edema in not clear. At the time of the transplant, lens exchange, and anterior virectomy, there was vitreous present in the anterior chamber, she further stated that given the displaced position of the lens, with the optic and inferior haptic anterior to the iris, it is likely that she had a complicated cataract surgery. The results of the quality investigation are pending the return of the lens. 7june2000, the lens was destroyed by hosp policy. The results of the quality investigation are still pending.